Event description:
Noise oversensing was reportedly observed both in atrial and ventricular channels. Emi (electromagnetic interference) investigation was performed at the patient's house; but the potential source(s) of noise could not be identified.

Event description:
Noise oversensing was reportedly observed both in atrial and ventricular channels. Emi (electromagnetic interference) investigation was performed at the patient¿s house; but the potential source(s) of noise could not be identified.